Manufacturer narrative:
Additional information provided in h.6, and h.10. Evaluation summary: the customer indicated a cartridge and viscoelastic which are not qualified for use with the lens/handpiece combination used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, it was reported that the patient could not "tolerate and adapt to glare and halos from a multi-focal lens." The iol was exchanged for a different model iol in a secondary procedure. There are two medical device reports associated with this event. This report is associated with the patient's left eye. Additional information was requested.